Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument had "misformed stapler" twice in the same spot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was performed. Review of the logs showed two firing failures with "tissue too thick to continue" error prompt confirming the issue; however, this was not reproduced during investigation. The instrument was tested with an in-house system and the instrument initialized, clamped, fired, an unclamped without any issue. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The root cause could not be determined based on this investigation. A review of instrument log was performed. Per the review, the sureform 60 stapler instrument (part# 480460-09/l91220324 0011) was used on (B)(6) 2022 on system sk1424. The instrument is intended for a single use. No logged usage on the reported event date of (B)(6) 2022. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.